Event description:
Procedure: lap gastric bypass. According to the reporter: the device got broken and it was difficult to remove it through the trocar. No further info was provided. Another instrument was used for surgery.